Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display malfunction was confirmed by service. The cause of the reported condition was determined to be a faulty main display. The main display was replaced to fix the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a display malfunction. This condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.